Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 216 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The customer used the last of her stirps while troubleshooting, so no product is available for return. Replacement test strips were sent to the customer.